Manufacturer narrative:
Concomitant medical product: 693565 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated unsuccessful left ventricular (lv) lead placement. During bivi procedure, was unable to implant lv lead due to patient anatomy.